Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep cst tool that an expressew iii suture passer with hook was down at the account. The expressew is not firing suture correctly. No patient harm and no surgical delay of surgery another was available. The procedure was completed successfully.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the expressew iii, is not firing suture correctly. The complaint device was received and evaluated. Visual observation confirms that the expressew iii, presented some resistance at the moment of firing confirming this complaint, it could be due to some debris in the inner part of the expressew iii, however this cannot be conclusive. The root cause for the reported failure not can be determined.  As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: subsequent follow-up with the customer, additional information was received. It was reported that the procedure involved was rotator cuff repair surgery. It was further reported that the surgery was completed successfully. The lot number and UDI were reported as unknown in the initial report both fields have been reported and updated accordingly. It was reported that the lot number was 492931808410. Therefore, UDI: (B)(4).